Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.